Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, right side "deflation and hardness". Patient additionally reported pain. Healthcare professional confirmed deflation. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as fold flaw opening and observed two openings on posterior side assessed as surgical damage. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.